Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with non-union and underwent revision surgery at c3-4 levels. During surgery, the screw broke off in half while being explanted. The fragment of the screw was left in the patient because it was buried in bone and unable to be removed. It was replaced with a new screw. There were no patient complications as a result of event.

Manufacturer narrative:
Product analysis: visual and microscopic inspection confirmed the screw has broken approximately 3 threads down from the base of head. Microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Microscopic examination of the undamaged portion of the fracture surface identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw are within print specification. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.